Event description:
It was reported that the insertion device ejected the infusion set unintentionally. No adverse event reported. The device lot number was not provided. Return of the suspect device was requested for evaluation.